Event description:
Rep placed this device in the pacu of hosp on the request of dr. The unit was powered on and connected to a telephone line. The hosp states that this unit caused communication problems with the computers for approx 45 mins. Please reference reg medical's MDR 4200070000-2007-8001.